Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in a procedure performed on (B)(6) 2024. During the procedure, the balloon popped after passing through the scope while being connected to the syringe. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf patient code e2401 captures the reportable event of patient injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.